Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the doctor found that the j-tip guidewire was bent during the procedure. According to the doctor there was no excessive force. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the doctor found that the j-tip guidewire was bent during the procedure. According to the doctor there was no excessive force. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).the customer returned one guide wire assembly for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the guide wire was kinked towards the distal end. The distal j-bend appeared to be functional and intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and spherical. No other defects or anomalies were observed. The kink in the guide wire measured 29mm from the distal weld. The guide wire total length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .799mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. Little to no resistance was observed. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". The IFU also states, "in this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously".the customer report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed a kink directly adjacent to the distal j-bend. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. The customer reported that the defect did not occur due to undue force; however, based on the sample received, the kinking likely occurred during insertion. This indicates that user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.